Event description:
It was reported that the infection is resolved.

Event description:
It was reported that the patient had an infection at the ipg site. The ipg was explanted on (B)(6) 2019. Patient was administered oral antibiotics and a wound vac to assist in wound healing.